Event description:
During routine testing of the device at the service center, the project specialist reported that the housing was damaged on all three sides. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.